Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery of the left knee, the fast-fix 360 curved needle delivery system t2 anchor could not deploy after placing the needle. T1 was, most likely, left in the joint. A back-up device was available to complete the procedure. A non-significant delay happened as a consequence of the device malfunction. Neither patient injuries nor adverse consequences have been stated.

Manufacturer narrative:
The manufacturer received the information that changed the reportability on (B)(4) 2019.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent. Both ts are free from the delivery needle, but remain attached to the suture. The suture was not completely deployed from the device. T1 is slightly bent. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage.